Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated the insertion site itched, was inflamed and contained pus. The patient was evaluated by a healthcare personnel (hcp) on (B)(6) 2020 and was advised to remove the sensor. At the time of contact, the affected area was still itchy. No additional patient or event information is available.